Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was found to have moisture damage on the keypad traces. The j2 on lcd board was inspected and no anomaly was noted. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that he went to the hospital on (B)(6) 2016 due to a low blood glucose level. Customer's blood glucose level was not reported. The insulin pump alarmed button error. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. All the buttons functioned properly and no button error alarm noted during our testing. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.